Manufacturer narrative:
The t:slim x2 basal iq user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected at the infusion set site. Subsequently, the customer's blood glucose (bg) level dropped to 33 mg/dl. In addition, the customer sustained small abrasions on the arms/elbows due to being on the floor during the low bg occurrence. Emergency medical services assisted the customer in providing glucose therapy and carbohydrates to address bg level. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use the pump for insulin therapy.